Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported battery site pain. No factors were known to have led or contributed to the issue and no diagnostics were performed. The patient would be meeting with their doctor on december 1. It was unknown whether surgical intervention was planned. No device issues were alleged or identified. Additional information was received from the manufacturer representative (rep). The cause of the battery site pain included that the patient had a fall and the battery might have moved, but she was not certain. The healthcare provider (hcp) was going to schedule revision. The surgery had not been planned.